Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a system error 8, while in use on the patient. As a result, the iabp was swapped for another with no reported issues. There was no report of patient death, serious injury or complications.